Manufacturer narrative:
Site did not have necessary software, tool card, for the patient tracker. Issue resolved by using a second tracker. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, their patient tracker did not work. The medtronic representative brought in a second tracker to be used in the procedure. Delay in therapy was two hours before continuing. The surgeon completed the procedure with the use of the navigation system. Issue resolved. There was no impact on patient outcome.